Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During sewing the tissue, the suture and needle junction was broken. The procedure was prolonged for an unknown amount of time. Changed to another device to complete the surgery. There is no adverse patient consequence reported.